Event description:
Th hospital experienced an incident where a patient had a suction tip that was crushed in their mouth.

Manufacturer narrative:
The actual sample was not returned for investigation. Unfortunately, without the involved sample, we cannot confirm the issue reported. The device history record for batch reported was reviewed. This investigation determined that all products were manufactured, inspected, and released in accordance with our internal procedures and no issues were found related to the reported issue. In addition, the sub-assembly part number 65-4038 was reviewed and no issues were observed for batch (B)(4) (manufactured in august 2011) and batch (B)(4) (manufactured in september 2011) at our care fusion supplier. At this moment it is not possible to determine the root cause of the reported issue. No corrective action will be implemented at this time since no sample was available for evaluation. Based on our investigation is not possible to determine a corrective action.